Manufacturer narrative:
Correction: previously reported awareness date was (B)(6) 2017 and was incorrect, the correct awareness date should be (B)(6) 2017.

Manufacturer narrative:
A partial lead with the [pin/tip] measuring 6.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.